Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The implant was returned for analysis. The pusher was not returned. The implant was noted to be severely stretched at the proximal portion, and broken at the proximal end. Based on the investigation, the complaint of a stretched coil is confirmed. The implant was also broken off at proximal end, which was not initially reported. The coil stretch likely occurred from the application of excessive force that exceeded the device's strength specifications during use; however, it is unknown if the coil detachment occurred prior to or during the coil retrieval.

Event description:
It was reported that difficulty was encountered when advancing the coil in aneurysm. After removal, it was noted that the coil was stretched. A snare was used to remove the coil. There was no reported patient injury. The patient was reported to be fine.